Manufacturer narrative:
Unit passed functional testing with isig value 26.94na, vctr -1.08v, battery voltage 3.89v, frequency 916.55mhz, amplitude -19.46db.

Event description:
It was reported that the customer had high blood glucose levels in the range of 130 mg/dl and 140 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend which was set at 50 mg/dl and it activated. No additional information was provided.